Event description:
The pt was seen at the implant center for device eval in 2000. Testing conducted at the center confirmed that the pt's device was no longer functioning. Revision surgery is scheduled to take place in 2000.